Manufacturer narrative:
UDI - (B)(4). Two devices were reported in this event; however, it was communicated that only one of the devices would be returned for evaluation. This report represents the device that is not being returned. Refer to MDR 1226348-2018-10401 for information regarding the second device reported in this event. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was leakage was noted during preparation before the surgery. The location of hole is unknown. The used generator¿s type is unknown. User training is not scheduled. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
A previous report indicated that a review of manufacturing records could not be performed because a lot number had not been provided. The lot number was provided and a manufacturing review found no discrepancies. This report is being updated with the corrected information. At present, we consider this complaint to be closed.

Manufacturer narrative:
Received was one integrated tube/cord sets unitized p/n 80-1189; lot # unknown. There was a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. The hole is consistent with the damage that can occur when used with a ji2000 irrigator, which is not recommended for use with this tubing set. The lot number of the returned tube set was not reported; therefore, it is not possible to review the device history records. Trends will be monitored for this or similar issues. At present, we consider this complaint to be closed.